Manufacturer narrative:
This report is submitted on february 15, 2023.

Event description:
Per the clinic, the patient experienced dizziness with high stimulation levels and it was determined that the electrode array was not in the cochlea. Subsequently, the patient underwent a revision surgery on (B)(6) 2023. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on april 09, 2023.